Event description:
Pt found with broken tracheostomy tube at flange. Called shiley and reported problem. Tracheostomy was replaced on pt without incident. Pt tracheostomy was last changed (B) (6) 2010.